Event description:
Collagen implant resulted in reaction and induration at the site of injection of the skin. First implanted 7/27/95. First reaction seen on 10/17/95. Add'l implant dates: 10/2/95, 10/17/95.